Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (adjust belt or check belt messages/ damaged cable) has been confirmed. Upon investigation the electrode belt was unable to complete incoming testing. The ECG "c" and "d" cable was pulled, damaging the j702 on the distribution node pca. The root cause for the strained cable could not be positively identified. No adverse event resulted from the damaged belt.

Event description:
A us distributor contacted zoll to report that a patient was experiencing adjust belt and damaged cable messages.